Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "material no: 367290 batch no: unknown. It was reported the customer was experiencing the product does not work well and is causing spikes in the contamination rates. I was inquiring to see if you had an adapter for our blood culture draws, biomerieux, with a male adapter. The ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. I want a male adapter that will screw into their IV lock to draw."

Event description:
It was reported that contamination of the non-patient end of the adapter occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "material no: 367290, batch no: unknown. It was reported the customer was experiencing the product does not work well and is causing spikes in the contamination rates. I was inquiring to see if you had an adapter for our blood culture draws, biomerieux, with a male adapter. The ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. I want a male adapter that will screw into their IV lock to draw."

Manufacturer narrative:
The following field has been updated due to corrected information: b.5. Describe event or problem: it was reported that contamination of the non-patient end of the adapter occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "material no: 367290, batch no: unknown. It was reported the customer was experiencing the product does not work well and is causing spikes in the contamination rates. I was inquiring to see if you had an adapter for our blood culture draws, biomerieux, with a male adapter. The ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. I want a male adapter that will screw into their IV lock to draw."

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "material no: 367290, batch no: unknown. It was reported the customer was experiencing the product does not work well and is causing spikes in the contamination rates. I was inquiring to see if you had an adapter for our blood culture draws, biomerieux, with a male adapter. The ed uses the standard adapter with the second luer lock adapter. It does not perform well and possibly causing some spikes in our contamination rate in the ed. I want a male adapter that will screw into their IV lock to draw."